Event description:
Spinning brush head came out from the oscillating stem and dropped in his mouth [device breakage]. No adverse event [no adverse event]. Case description: a male consumer reported that while using an oral-b rechargeable toothbrush version unk, and an oral-b brushhead, version unk, the spinning brush head came out from the oscillating stem and dropped in his mouth. The brushhead had been in use for about a week. No symptoms developed. On (B)(6) 2014 a scratch test was completed by the consumer; the oral-b logo did not come off.

Manufacturer narrative:
Return of product has been requested. Product and lot # not provided by the reporter, therefore, unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.